Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge circuit timeout, an inactive charge circuit, and long charge times while at end of service (eos). It was also reported that neither wireless nor non-wireless telemetry could be established with the device. The device was removed. No patient complications have been reported as a result of this event.